Manufacturer narrative:
The additionally reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional additionally reported the events of ¿flat¿, ¿capsular contracture, baker grade iii¿, ¿breast cyst¿, and ¿lymph node with thickened cortex in the axilla.¿ device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07jun2024.

Event description:
Healthcare professional additionally reported the events of ¿flat¿, ¿capsular contracture, baker grade iii¿, ¿breast cyst¿, and ¿lymph node with thickened cortex in the axilla.¿ device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "flat." The device remains implanted.